Event description:
Consumer states her husband was using a heating pad on his side and after 45 minutes, he removed the pad and had a rash. States that the next morning the area was blistered. She alleges he was diagnosed with a 3rd degree burn.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.